Event description:
It was reported that the patient had a computed tomography (CT) done that showed loss of grey white matter differentiation in the posterior left parietal lobe. A computed tomography angiogram of the head and neck was done and showed occlusion of the distal m-1 segment of the left middle cerebral artery, as well as a right anterior cerebral artery occlusion, supraclinoid right internal carotid artery, severe stenosis with questionable intraluminal thrombus, and chronic serve stenosis of the v4 segment of the right vertebral artery. A computed tomography perfusion showed a penumbra of 34 ml that involved the left parietal lobe as well, aspects of the 9. The patient's exam had slightly improved after scans. The patient was slightly moving side and showed response to noxious stimuli. The patient was found to be a candidate for mechanical thrombectomy. Patient had a pre thrombectomy diagnosis of acute ischemic stroke due to left middle cerebral artery and right anterior cerebral artery occlusions. In the pre-surgical ultrasound on (B)(6) 2021 there was no evidence of stenosis on the right side and on the left side there was 50% stenosis of the proximal internal carotid artery and 50% stenosis on the external carotid artery. Technique findings included left m1 occlusion, thrombus in the anterior communicating artery occluding bilateral a2 segments. Flowgate balloon gate catheter 4x40 device was left in middle cerebral artery x2 passes thrombus in cerebral infarction 2c. 3x40 device was left in right a2/anterior communicating artery x1 pass thrombus in cerebral infarction 3 revascularization. At the time of the implant a replacement of the aortic valve with inspiris 29mm tissue valve was done. Right hemiparesis was noted while on sedation holiday on (B)(6) 2021 status post mechanical thrombectomy early morning on (B)(6) 2021 by interventional radiology. The patient remained intubated/sedated. On (B)(6) 2021 there was neurologic dysfunction. Just less than 13 hours after implant the patient presented with a middle cerebral artery occlusion post thrombectomy thrombolysis in cerebral infarction 3 reperfusion. A repeat CT of the head demonstrated left posterior cerebral artery territory acute ischemic infarction and a CT angiography demonstrated basilar tip occlusion. The new occlusion likely represented continued embolic phenomenon secondary to implant. Compared to (B)(6) 2021 there was a similar appearance of thrombus at the left external carotid artery, basilar artery, and p1 segments of the bilateral posterior cerebral arteries. There was a similar appearance of occlusion at the v4 segment of the right vertebral artery as well and similar appearance of severe stenosis at the distal right internal carotid artery at the c6/c7 segment. The results were thought to be similar to left to right midline shift of approximately 5mm. The patient was reportedly ongoing as of (B)(6) 2021.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6) and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 24sep2021. The heartmate 3 left ventricular assist system (lvas) instruction for use (IFU) rev. C, is currently available. Section 1 of this document lists stroke and arterial non-central nervous system (cns) thromboembolism as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 entitled ¿patient care and management¿ also lists thromboembolism as a potential late postimplant complication. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended international normalized ratio (inr) values. No further information was provided. The manufacturer is closing the file on this event.